Event description:
A nasal surgery procedure was in progress to remove polyps. The metal bottom jaw of the ethmoid forceps broke off and fell into the pt's naso-pharynx. It was retrieved without difficulty by the surgeon. No pt injury occurred.